Manufacturer narrative:
The hill-rom technician found the ground prong on the power cord was loose. The tech replaced the power cord to repair the bed.

Event description:
Info received indicates the bed did not have good electrical ground.